Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be flattened and stretched out. Insulin was unable to pass through the fluid path and exit the distal tip of the soft cannula due to the damage. The download data did not show any timeouts or drive stalls during the run that would indicate the device struggled to deliver insulin. The damaged soft cannula prevented insulin from being delivered properly. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient was wearing a pod between 36 and 48 hours their blood glucose level had rose to 382 mg/dl. As treatment, the patient received a manual shot of insulin.